Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-mar-2020 / serial#: (B)(6) d9: no h3: no h4: mfg date: 06-mar-2019 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power and the controller exhibited controller fault alarms due to internal battery end of life. The controller alarms were permanently muted. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a review of log file data revealed a motor start event with parameters outside of the typical range and the controller exhibited an unexpected loss of power, had a date of 03/03/2099 in the data set and exhibited a vad disconnect alarm. It was also noted that the ventricular assist device (vad) is included in the subgroup 3 population for delay or failure to restart.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power was not unexpected. The power up was associated with the controller exchange when the controller was initially put into use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a controller power up with an associated pump start event was logged on (B)(6) 2023 at 06:35:01. Review of the event log file revealed that the controller was not in use prior to the power-up event, indicating that the power-up occurred during a controller exchange. One (1) vad disconnect alarm was then logged at 06:35:06, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the controller exchange. Review of the event log file also revealed one event point recorded on (B)(6) 2023 at 06:36:37 with the date/time stamp of (B)(6) /2099 at 00:00:00. Additionally, log file analysis revealed a motor start event recorded on (B)(6) 2023 at 06:36:37, in which the motor start parameters were atypical. Review of the alarm log file revealed three (3) controller fault alarms were logged on (B)(6) 2024 at 03:31:34, 07:18:50 and 07:42:23, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis also revealed consistent power consumption above normal operating range throughout the analyzed period; however, no high watt alarms were logged. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of the observed high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to a controller exchange. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Further investigation using a representative sample revealed that the reported event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and time in the data log file. Based on the available information, the most likely root cause of the reported real time clock error event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. Additional products: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.